Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
This was reported via review of article titled, 'comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention'. Case #36: it was reported that the procedure was to treat a lesion located in the distal circumflex. Predilatation was performed with a 3.0x15 mm unspecified balloon catheter at 18 atmospheres (atm). A 3.0x18mm absorb scaffold was deployed with 12 atm. No post-dilatation was performed. The patient was placed on dual anti-platelet therapy (dapt) consisting of ascal and ticagrelor. The patient experienced a myocardial infarction and subsequently very late scaffold-thrombosis was confirmed angiographically. It was not reported how the thrombosis was treated. Reportedly the patient was only taking oral anticoagulation therapy at the time of the thrombosis. Prasugrel was stopped after 1 year. No additional information was provided.